Event description:
The customer reported that while the iabp was in use on a patient, a "saline bag ruptured on a cardiosave", the iabp generated an alarm "internal communication failure". The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative verified some liquid contamination on front end board. The company representative replaced the front end board (part number: 0670-00-0769). In an unrelated event, the company representative installed the software. The company representative ran performance tests. The iabp passed the performance tests. It functioned normally and was returned to the customer. (B)(4).